Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was placed on patient for ttm (targeted temperature management). The device over cooled the patient on two separate occasions. Another machine was placed on the patient and functioned as expected.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Another machine was placed on the patient and functioned as expected. Per follow up email, they switched to another machine when they noticed that the arctic sun was not working appropriately. It did get a work order placed, but not sure what the follow up from biomed was. The serial number was dydwy016. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: b, d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was placed on patient for ttm (targeted temperature management). The device over cooled the patient on two separate occasions. Another machine was placed on the patient and functioned as expected. Per follow up email received on 28may2025, they switched to another machine when they noticed that the arctic sun was not working appropriately. It did get a work order placed, but not sure what the follow up from biomed was. The serial number was dydwy016. Also included was the report the representative ran for when this happened.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Another machine was placed on the patient and functioned as expected. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was placed on patient for ttm (targeted temperature management). The device over cooled the patient on two separate occasions. Another machine was placed on the patient and functioned as expected.